Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant navion stent graft was attempted to be implanted in a patient for the endovascular treatment of an 55mm thoracic aneurysm. Patient had a previous artificial blood vessel replacement performed approximately 3 years ago. It was reported that during the index procedure, difficulties to advance the device through the artificial blood vessel was encountered. The device was withdrawn and thoracic replacement was performed with open operation. As per the physician the cause of the event was patient morphology, due to the artificial blood vessel. It was stated that the size of the artificial blood vessel was smaller than expected and it did not expend due to wrinkles. It was also mentioned the devices hydrophilic coating may have peeled off after trying to insert the device a number of times no additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
Product analysis conclusion; the reported difficult to position event and hydrophilic coating issues could not be assessed on the films provided; therefore the cause of the event could not be determined. Procedural angiograms showing attempts to position the device were not received for a thorough analysis of the event. It is possible that the presence of the artificial blood vessel replacement was a factor in the difficulties to position the device observed. It is likely that repeated attempts to insert the device may have damaged the hydrophilic coating. A device issue cannot be ruled out as a potential cause. However, the delivery system was discarded and a product investigation could not be performed. B:5 additional information received ; it was reported there was no access damage as a result of the insertion attempts. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.